Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the tip cover for the monopolar curved scissors instrument was noted with holes. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter; however, the customer could not provide any additional information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) receive the monopolar curved scissors (mcs) to perform failure analysis. The mcs instrument was analyzed and found to exhibit signs of scratch marks/abrasion. Tube extension scratch marks measured roughly .043¿ x .155¿. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks.

Event description:
Refer to h10/h11 for follow-up information.